Manufacturer narrative:
Upon further review this event was determined to be a duplicate and reported in manufacturer reference (MFR) number 2916596-2021-03797. The investigation conclusion and codes will be addressed under MFR 2916596-2021-03797.

Manufacturer narrative:
There was no patient involved in this event. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was corrosive battery acid damage in the battery compartment of the battery bracket in the power module. Also, the bottom housing on the front side was cracked.